Event description:
When the exhaust tubing from the ventilator circuit became disconnected, the ventilator failed to alarm. The pt experienced a hypoxic event and was put on another ventilator, and is doing well.